Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during 2nd phase procedure, there was no difficulty inserting the lead in the neuromodulator. The blue markings were clearly visible at each interval and at the end of the channel. Neuromodulator integrated at the opening. But when screwing with the torque wrench, it was impossible to get the screw to tighten; the screw just keeps spinning they changed the torque wrench without success. Decision to change the neuromodulator. No consequences for the patient. No cause known. Issue was resolved.